Manufacturer narrative:
(B)(4).

Event description:
Nurse noted shock impedance and thoracic impedance as >150 since august after a change out in may. They will bring the patient in to evaluate. Possible lead conductor fracture. Device and lead remain implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate our quality device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.